Manufacturer narrative:
Olympus technical assistance center (tac) was contacted by the customer and was assisted with troubleshooting. Tac noted that the user may be pressing the wrong button (user is pressing the button located on the rear part of the unit) to start the pairing process. The customer was advised to press the center button located on top of the foot switch to correctly start the pairing process. The customer will try using the top pairing button and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument had issues pairing with the wireless foot pedal. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. The device was not returned for evaluation because the issue was resolved through troubleshooting. Olympus will continue to monitor field performance for this device.